Event description:
Home patient (hp) reports a leak in heater line tubing of three homechoice sets during treatment. Hp discontinued treatment and contacted his rn. No patient injury or medical intervention was required per hp.